Event description:
During variax dr surgery, the 2.0mm drill broke when the surgeon was using it on the bone shaft. Another 2.0 mm drill was prepared for use but the surgeon heard a strange sound and found that the tip was deformed. It had adhered to the sleeve, so they had to cut the drill to extract it. The surgeon used a 2.3 mm drill and finished the surgery.

Event description:
During variax dr surgery, the 2.0mm drill broke when the surgeon was using it on the bone shaft. Another 2.0 mm drill was prepared for use but the surgeon heard a strange sound and found that the tip was deformed. It had adhered to the sleeve, so they had to cut the drill to extract it. The surgeon used a 2.3 mm drill and finished the surgery.

Manufacturer narrative:
As per investigation results, the drill helix was heavily, plastically deformed and distorted caused by a collision and friction and/or an impact with a hard object. Additionally, the drill helix showed damages from pliers. Based on investigation results, the root cause for the reported event can be attributed to an overload condition caused by the user. No indications were found for any material, manufacturing or design related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.